Event description:
As the atb balloon was pulled back through a 6 french performer sheath during a fistuloplasty, the balloon got caught on the distal end of the sheath and would not pull through the sheath. The balloon shaft began to accordion and broke with the balloon still intact. The balloon and sheath system were removed from the pt's fistula graft as one unit. No harm or blood-loss to the pt.

Manufacturer narrative:
Event eval - still under investigation.